Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple empty cartridge alarms occurred with multiple cartridges. Customer was unable to clear the alarms and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 175 mg/dl.